Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while charging. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose levels were not impacted. Reportedly, the customer had manual injections available for insulin therapy.